Event description:
It was reported during surgery that the t8 cannulated hexalobe driver (part number 80-4151) tip broke while implanting a 14mm mini acutrak 3 bone screw (part number 3052-35024). The surgeon used pick-ups/fluoro to remove the broken piece. The surgery was completed after a 2-5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00732 for the screw involved in this event.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t8 cannulated hexalobe driver (part number 80-4151, batch number 595005) was examined visually under magnification. The driver tip presented with a distinguishable fractured surface. The driver tip retained one almost full height, partially intact lobe. Two fractured planes were at approximately 45-degree angles. This driver also had a large approximately vertically fractured plane residing in the middle of a lobe valley. This fractured was parallel with the long axis of the driver's tip. The orientation of the fractured planes and lines suggested the tip broke into multiple pieces. Not all the broken off tip pieces were returned. Additional information collected from the party filing the incident noted that the profile drill was not used during this case. The absence of profile drill use causes an increase in the required amount of insertion torque. An increase in the amount of insertion torque requires the driver tip to withstand a higher amount of stress during implant insertion. This factor may have contributed to the fracturing of the driver's tip. The combination of observations, additional collected information, absence of return pieces, as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip breakage. Corrected data: type of investigation code (annex b): updated 3331 and 10 investigation findings code (annex c): updated to 3243 investigation conclusions code (annex d): updated to 4315.